Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged around top of battery compartment. The customer¿s blood glucose level was 325 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.